Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ligation papers allege the patient suffered discomfort, pain, stiffness, and increased metallic ions. Records indicated that the patient was actually implanted with a poly liner. In addition to previous allegations, ppf alleges bone fracture and dislocation with closed reduction. After review of medical records, the patient was revised to address left hip lesser trochanter open reduction and internal fixation, 1 month old, cementless total hip and femoral head exchange and left lesser trochanter fracture, 1 month old post cementless total hip replacement arthroplasty. Doi: (B)(6) 2011 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.